Event description:
It was reported by the rep that the device was used during a gastric bypass with roux-y. It was reported the cdh21 misfired. The surgeon stated that he had no staple formation from the nine o'clock position to the twelve o'clock position. The surgeon was required to suture the staple line closed which added time to the case and was difficult to suture. There was no consequence to the patient.